Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. The device was monitored and all the operating currents tested within specification range. No unexpected battery out limit alarms noted. All the buttons did function properly. However, moisture damage was noted on the keypad traces. No scrolling numbers noted on the display.

Event description:
It was reported that the customer's insulin pump had stopped working and had alarmed battery out limit. The customer had tried several batteries but the anomaly persisted. The customer had tried programming a bolus delivery, and the numbers had started scrolling. The customer's blood glucose was 78 mg/dl. The customer stated that they were sitting outside and were sweating heavily. The customer also stated that the insulin pump had cracks on both corners of the lcd and around the reservoir compartment. Half of the reservoir compartment was chipped away. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).